Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient was pre-operatively diagnosed with persistent debilitating lumbago, left greater than right. Left lower extremity, lumbar radiculopathy in an l5 and s1 distribution, lumbar disc herniation central at the l4-l5 level central and left paracentral at the l5-s1 level and underwent the following procedures: anterior lumbar retroperitoneal approach decompressive discectomy, partial corpectomy performed separately at the l4-l5 and then subsequently l5-s1 levels. Removal of a central disc herniation at the l4-l5 level and central and left paracentral disc herniation at the l5-s1 level. Anterior lumbar interbody fusion performed separately at the l4-l5 level and then subsequently at the l5-s1 level utilizing autologous morselized bone graft, as well as allograft, as well as a large bone morphogenic protein graft. Anterior lumbar interbody stabilization at the l4-l5 level and then subsequently performed separately at the l5-s1 level utilizing 1 6mm in diameter, 26 mm in length. Peek cage interbody fixati on devices, performed separately, two placed at the l4-l5 level and two places at the l5-s1 level. Right iliac crest bone graft harvest morselized through separate skin and fascial incision. Intraoperative fluoroscopy with interpretation. Intraoperative ssep monitoring, stable throughout the entire operative procedure. Patient tolerated the procedure well without any intraoperative complications.

Event description:
Repotedly, post-operatively, the patient "developed overgrown bone, experienced significant pain and suffered other serious injuries." Additionally, the patient reportedly suffers "from serious pain and physical limitations."

Manufacturer narrative:
(B)(4).